Event description:
Event description guidant received information that this pacemaker was implanted to treat sinus pauses, that were found after the patient had undergone gastric bypass surgery. It was reported that the patient choked on her medications and had loss of consciousness while hospitalized in the intensive care unit post surgery. It was noted that there was loss of pacemaker capture at that time. The patient, also, was on dialysis treatments at that time.